Event description:
Healthcare professional reported a right-side deflation and exchange of textured device due to patient's concern with product. Healthcare professional later also reported "hole on patch side" which is captured under deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Anxiety product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particle observed on the surface of the shell.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and exchange of textured device due to patient's concern with product. Device remains implanted.

Event description:
Healthcare professional additionally reported "hole on patch side." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.